Manufacturer narrative:
(B)(4) for the reported event of side car - rx pushback. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation of the returned device found the basket to be fully extended. The outer sheath was buckled adjacent to the proximal end of the side car-rx, and was also buckled from the end of coil assembly. Additionally, the side car-rx presented pushback out of specification. Functional evaluation was performed by extending and retracting the basket with resistance noted due to the sheath damage and residue inside the device. The evaluation concluded that the condition of the returned device was consistent with the complaint incident of side car-rx pushback. The side car-rx pushback could cause difficulty in tracking the device over the guidewire and into the papilla. Therefore, the most probable root cause is "operational context." A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-01208 for the first trapezoid rx basket and manufacturer report# 3005099803-2015-01207 for the second trapezoid rx basket. It was reported to boston scientific corporation that two trapezoid¿ rx baskets were used in the common bile duct during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the side car-rx (guidewire port) appeared pushed back about an inch. A second trapezoid basket was opened and used in an attempt to complete the procedure. However, a similar issue occurred. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-01208 for the first trapezoid rx basket and manufacturer report# 3005099803-2015-01207 for the second trapezoid rx basket. It was reported to boston scientific corporation that two trapezoid¿ rx baskets were used in the common bile duct during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the side car-rx (guidewire port) appeared pushed back about an inch. A second trapezoid basket was opened and used in an attempt to complete the procedure. However, a similar issue occurred. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."